Manufacturer narrative:
(B)(4).

Event description:
The patient saw bleeding from the pocket the week of (B)(6) 2016. The patient had developed a pocket hematoma and had a dehiscence of a small area on the medial incision. The whole system was removed and not replaced at that time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.